Event description:
Info rec'd indicates the head of the bed cannot be raised.

Manufacturer narrative:
The technician isolated the issue to the hydraulic valve. He replaced the valve to repair the bed.